Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urinary incontinence, uterine prolapse.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient reported she had a transvaginal sling implanted in 2006. In 2006, the patient was unable to urinate and went to the emergency room to have a catheter put in. The patient underwent surgery to adjust sling so that she could urinate. The patient complained of experiencing pain. In 2009, part of sling was removed from the urethra and holes in urethra were repaired. In 2010, the patient had more of the sling removed from the urethra and two holes in urethra repaired. Patient was still in pain afterwards. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a sling procedure on (B)(6) 2006 for the treatment of stress urinary incontinence. It was reported that the catheter was removed on (B)(6) 2006, and on (B)(6) 2006 the patient experienced pain and bleeding and went to ER for catheter insertion. The patient underwent surgical procedures on (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, and (B)(6) 2010 for mesh removal. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.